Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege that patient experienced pain and discomfort in hip and leg, which increased over time; difficulty walking long distances, and difficulty sleeping because of pain. Upon information and belief, patient is suffering loss of muscle mass and deterioration of the soft tissue in hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.(B)(4)

Event description:
Update rec'd 9/11/2014 - medical records received. Patient revised to address metallosis and adverse tissue reaction to metal debris. Upon revision, heterotopic bone, corrosion on the taper, and cloudy light colored fluid were noted. The stem and sleeve are being added to the complaint. The stem remained in situ. This complaint was updated on: 09/29/2014.